Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""total knee arthroplasty in limbs affected by poliomyelitis"" written by nicholas j. Giori, md, phd, and david g. Lewallen, md published by the journal of bone and joint surgery, incorporated july 2002 was reviewed. The article's purpose was to report on authors' experience with total knee arthroplasty in knees affected by poliomyelitis, with specific attention directed toward the severity of disease, osseous and soft-tissue abnormalities that can increase the difficulty of the procedure, complications, and outcomes of surgery. Data was compiled from 16 primary tka with depuy products either cruciate retaining designs or posterior stabilized designs. Adverse events were associated with 5 (case 1, case 2, case 7, case 10, and case 15) of the 16 patients which are captured individually in linked complaints. Cement manufacturer not identified and article does not report of patella resurfacing." This complaint captures case 2 with a cruciate retaining tc3 prosthesis that experienced patellar tendon avulsion intraoperatively and treated at time of arthroplasty experienced joint instability but was not revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.